Manufacturer narrative:
(B)(4). B. Braun (B)(4) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). According to investigation report dated (B)(4) 2008: device history log file checked. Therapy found. One min 30 sec after start of infusion a bolus of 5ml was selected and confirmed by the operator. This bolus volume corresponds to a reduction of 10 hours infusion time. The remaining volume of 7 ml with the selected rate of 0.5 ml/h corresponds to an infusion period of 14 hours. Visual inspection of the pump did not indicated any abnormalities. The function and the delivery accuracy was found to be within specification when device was tested in our quality laboratory. Reported 'problem' was because of the bolus treatment initiated by the customer

Event description:
As reported by the user facility: the nurse manager (B)(6) reported a serious incident occurred at (B)(6) 2008. A child should receive the cytostatic agent 'mesna' within 24 h (0.5 ml / h). The syringe pump was already empty and alarming after 14 h. According to the ward this is a serious event. The syringe was prepared by the pharmacy (20 ml syringe). Filling volume of syringe was 12 ml. Pump and syringe forwarded to MFR.